Manufacturer narrative:
Based on new available information, case re-evaluated as reportable event. Manufacturing and quality control data: because the serial number of the device is unknown we are not able to trace production and quality control data. Nevertheless, we can assure that all products go through careful production and quality control. Conclusion information: an investigation was not possible because the product is not available. Due to missing information (patient data, serial number, device itself), we are unable to analyse the complaint.

Event description:
It was reported to aesculap inc. That a m.blue 0 valve (part # fx800t) was implanted during a procedure performed on an unknown date. According to the complainant, the valve does not hold pressure setting. Reportedly, the physician requested that the valve setting be adjusted from 34 to 26. However, when the setting was verified, it was determined to be set at 24. Reportedly, the valve was adjusted to 36 and then back to 24. The complaint device was not available to be returned to the manufacturer for evaluation. The complaint device is still implanted and not available for further evaluation. No patient complications were reported. Same event as medwatch # 3004721439-2022-00164.